Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2009 and performed to specification up to the (B)(6) 2011. The device failed a self-test due to a low battery on (B)(6) 2011 and remained in fault mode until (B)(6) 2014. Multiple manual power ups of ten minutes duration were observed in the device memory between (B)(6) 2014 and the last log entry on the (B)(6) 2014. The pad-pak became depleted during this time. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The ten minute time outs and the excess current drain would confirm a failing membrane. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad (B)(4) devices are for multi-use, which is why the "unknown" box has been checked in of this report.

Event description:
There was no pt involved in this event. This device malfunctioned because the pad unit powers on without manual intervention.